Event description:
According to the available information a foreign object was found inside the packaging. A new device was used.

Manufacturer narrative:
B3: estimated date. After receiving this complaint, we searched for other complaints and we didn't find any other complaints regarding the lot number 9112313. We received 2 photos and one hair was observed inside the inner packaging. Checking the quality databases did not reveal any anomaly in relation to the described defect. We received investigation from our subcontractor: "actions have been put in place since (B)(6) 2021 concerning the presence of hair (reinforced control before and after sheathing and before and after the corking rope) and its actions are carried out until today" in addition, our subcontractor has re-sensitized production operators about "hair presence and decontamination" in (B)(6) 2023.